Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage under water was performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had an unable to prime issue. The nurse was unable to get saline to flow into the tubing from the bag. The solution would stop at the drip chamber. The set was replaced with a new one to resolve the issue. There was no patient involvement. No additional information is available.